Event description:
Healthcare professional reported left side deflation and "exchange of textured devices due to patient's concern with product". Device has been explanted.

Manufacturer narrative:
Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed one opening assessed as unidentified (tear). Shell thickness was within specification). As per the investigation procedure particle was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side "rupture and exchange of textured devices due to patient's concern with product". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture and exchange of textured devices due to patient's concern with product". This record is for the left side. Device remains implanted.

Event description:
Healthcare professional reported, "rupture. And exchange of textured devices, due to patient's concern with product". This record is for the left side. Device remains implanted.